Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer reported that on one occasion the customer was unable to view drops of insulin coming from the infusion set tubing while attempting to self-troubleshoot. Multiple supply changes were performed to resolve the issue. System check could not be performed as the issues occurred in the past. Blood glucose level was in the 230-250 mg/dl range. Tandem field team reached out to customer to discuss alternate infusion set options.